Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch select simple meter displayed an error 3 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaking and dizziness" on the same day and after the alleged product issue began (time not provided); however she denied having received treatment. At the time of troubleshooting, the csr noted that the test was performed with control solution, patient was unable/unwilling to perform a walk-through retest and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of "shaking" after the alleged product issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Follow-up # 2: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state - the retain test strips failed the performance testing with blood and were found to be have low bias accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.